Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an impl antable pump for spinal pain. It was reported that the while retrieving pump settings, the reading lagged about 30 seconds at the 90% mark. Technical services reviewed that this was typical behavior and reviewed that we recommend that the handset be charged at least once a day. The rep stated that the patient reported that this happened to him in the past and the issue was corrected through troubleshooting. Technical services transferred that caller to healthcare information technology (hcit). No patient symptoms or complications were reported. Additional information recieved from the company representative (rep) and confirmed with physician indicated that there was no patie nt/therapy/procedure issue. The company rep was unable to recreate the issue and there was no lag when connecting to the pump. Diagnostics/troubleshooting performed related to the reading lagging was the company representative reeducated the patient on best position over the pump to place the communicator. Tech services had the company representative turn off the wi-fi and asked patient to turn system off between boluses. The cause of the reading lagging was not determined and the company representative tried connecting several times and did not witness a lag at the 90% longer then normal. The issue had resolved and the company rep tried connecting several times no lag more than normal was witnessed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.